Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high capture threshold and output anomaly were observed on the device. Since the left ventricular epicardial lead was implanted, the device was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Event description:
New information received notes that there was no device malfunction. Since the device would not accommodate the epicardial lv lead, the device was electively explanted.